Event description:
The customer reported via phone call that they had a motor error alarm on the insulin pump. Customer's blood glucose was 167 mg/dl at the time of the incident. Customer stated that the alarm occurred while they were bolusing. Customer believes that they also had a motor position encoder error alarm. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that they had a back-up pump and a small low blood glucose. Customer stated that they feel that they over-calculated due to sensor readings on the pump that had a motor error and also from stress caused by the pump giving them problems.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Unable to confirm e70 alarm due to several a47 alarms noted in alarm history screen. A47 alarm noted due to corrupted history file. The motor was tested outside the device and passed. The insulin pump passed displacement, rewind, and basic occlusion tests. The insulin pump has minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.